Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device was not requested to be returned.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. As the product has not been returned for investigation and the sn is not available, the complaint could not be replicated. Device was not returned

Event description:
On (B)(6) 2013 clinical specialist reported patient went to the hospital over the weekend for an elevated blood glucose level over 500 mg/dl and they want to return the infusion device. Clinical specialist stated patient has experienced an e4 (occlusion)error message previously. On follow up call on (B)(6) 2013 patient's mother reported she woke up in the middle of the night early on (B)(6) 2013 because she heard the infusion device beeping. Mother stated the patient had an e4 (occlusion) error message in the middle of the night. Mother reported she tested the patient's blood glucose and his reading was 558 mg/dl; mother gave a correction bolus and they went back to bed. Mother stated when they got up in the morning; the patient's blood glucose reading was still elevated so she took him to the hospital. Mother reported the patient had a blood glucose level of 378 mg/dl on the hospital meter and was placed on an IV with insulin. Mother stated he was released a few hours later and his blood glucose reading was in normal range when they got home. Attempts to follow up were unsuccessful. No product return was requested.